Event description:
A customer reported error message ¿2204 sorter cup pickup failure¿ on the aia-900 analyzer. The customer stated the arm stops and starts shaking prior to picking up the cup and does not move back to the home position. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the error by running the sorter test from the maintenance screen function. While troubleshooting, fse noticed that when the sorter head attempted to pick up the cup, the solenoid valve was permanently on when it should switch the vacuum on and off. The sorter board is what switches the vacuum on and off. Fse resolved the complaint by replacing the sorter board. Fse performed sorter test in maintenance and verified the vacuum was turning on and off and test ran without errors. Fse repaired and validated the analyzer by successfully performing daily check run and quality control run with no errors and within specifications. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 24oct2021 through aware date 24nov2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2204) sorter cup pickup failure. Cause: the cup hold sensor (pressure switch) failed to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). Solution: ensure that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty sorter board.